Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage under the lcd screen, electronic assembly or motor noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, stripped battery cap at coin slot area, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared, after the customer had forgotten to take the device off prior to going into a river. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.